Event description:
It was reported to the MFR by the facility ((B)(4)), per the facility the resident was put into the sling and was being moved from a wheelchair to the bed. The sling was connected to the chains that was connected to the lift. The resident was half over the bed when the chain came loose from the "s" hook that attaches to the lift. The "s" hook opened and the chain fell out. The resident slid out of the sling, bounced off the bed and landed on the floor. The resident was transported to the emergency room via 911 and was evaluated. All testing performed at the hosp was negative. Complaint #(B)(4) was entered into our system to retrieve the sling chains and "s" hook for in-house eval. As of this report, the sling chains and "s" hook have not been received at joerns. (B)(4).

Manufacturer narrative:
Joerns sending the report to the MFR.